Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 17186952, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had marked tenderness at both ipg and lead sites and seemed to have some interval tissue loss in dorsal midline. The patient developed pain in the right hip and buttock cheek extending down the right posterior thigh to the knee and swelling was noted at the lead insertion site. Upon examination there were palpable bumps on either side of the upper lumbar spine and medial aspect of the ipg that caused pain on pressure. The physician determined that the swelling near the spine were the anchors that held the lead in place and was advised that since the patient was of thin habitus, the device was prominent underneath the skin and made it sensitive to touch. The patient tried a lidoderm patch but it did not help. The patient will undergo a revision to re-anchor the leads and translocation of the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the clik anchors and a lead was explanted. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had marked tenderness at both ipg and lead sites and seemed to have some interval tissue loss in dorsal midline. The patient developed pain in the right hip and buttock cheek extending down the right posterior thigh to the knee and swelling was noted at the lead insertion site. Upon examination there were palpable bumps on either side of the upper lumbar spine and medial aspect of the ipg that caused pain on pressure. The physician determined that the swelling near the spine were the anchors that held the lead in place and was advised that since the patient was of thin habitus, the device was prominent underneath the skin and made it sensitive to touch. The patient tried a lidoderm patch but it did not help. The patient will undergo a revision to re-anchor the leads and translocation of the ipg.